Event description:
As reported on this one case (B)(4) mx6721 mynx grip were deployed. On every deployment upon retraction, after the balloon was inflated, visualized white black white confirmed, the balloon deflated/popped or did not maintain patency/inflation. Hemostasis was achieved by using another unknown mynx device. There was no reported patient injury. A 6f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The devices were opened in a sterile field and stored per labeling. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, b4, b5, g3, g6, h1, h2, h3, h6, and h10. This is (B)(4) products involved with the reported event and the associated manufacturer report numbers are: 3004939290-2023-02846, 3004939290-2023-02847, and 3004939290-2023-02848. Complaint conclusion: as reported, (B)(4) 6/7f mynxgrip vascular closure devices (vcds) were deployed. On every deployment upon retraction, after the balloon was inflated, visualized white black white confirmed, the balloon deflated/popped or did not maintain patency/inflation. Hemostasis was achieved by using another unknown mynx device. There was no reported patient injury. A 6f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The devices were opened in a sterile field and stored per labeling. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. 2023-00121-4 a non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle, the syringe was not connected to the device. The stopcock was received open. The sealant and advancer tube were observed remaining in the manufacturing position. The procedure sheath was not returned with the device. In addition, (B)(4) sterile mynxgrip vascular closure devices 6f/7f from the same lot were also returned for evaluation. The devices were returned in the original sealed packages, but not in a controlled temperature condition. (B)(4) samples were randomly chosen from the returned sterile units for visual inspection. No visual damages/anomalies were observed on the returned units. The balloon of (B)(4) sterile (random) units were verified and noted to be within specification. Per functional analysis, leak testing was performed on the retuned devices and the following was found: the non-sterile device was found with leakage in the balloon. (B)(4) sterile devices found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator. Per microscopic analysis, the non-sterile unit had a longitudinal tear in the balloon. No leakage was observed as part of microscopic analysis in the sterile units. A product history record (phr) review of lot f2212403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ were confirmed during analysis of the non-sterile returned devices. The exact cause of the reported events could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics may have contributed to the reported events. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the sterile devices. The exact cause of the reported event could not be conclusively determined. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported on this one case four mx6721 mynx grip were deployed. On every deployment upon retraction, after the balloon was inflated, visualized white black white confirmed, the balloon deflated/popped or did not maintain patency/inflation. Hemostasis was achieved by using another unknown mynx device. There was no reported patient injury. A 6f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The devices were opened in a sterile field and stored per labeling. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices will be returned for evaluation.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. This report is related to report #: 3004939290-2023-02846, 3004939290-2023-02847, 3004939290-2023-02848, 3004939290-2023-02849. A review of the manufacturing documentation associated with lot f2212403 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.